Event description:
It was reported, the pt experienced the need to recharge the ipg on a daily basis. The pt underwent surgical intervention to explant and replace the device. No pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.